Event description:
The manufacturer received information related to a dreamstation auto bipap. The patient alleges experienced dry mouth and losing ¿a lot of teeth." The patient reports they have been treating the dry mouth by using lozenges (unspecified). Based on the information currently available the reported adverse event of tooth/teeth loss has been assessed and determined that there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). In addition, the reported adverse events of dry mouth and increased ahi have been assessed and classified as non-serious adverse events. Based upon the information currently provided and available, there is no sufficient evidence to suggest that the device caused, nor contributed to the patient reported adverse events. The device has not yet been returned to the manufacturer for evaluation. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.